Event description:
The customer reported the system shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The emergency stop button had been engaged. The customer was instructed to disengage the emergency stop. The system was then found to be operating as intended.